Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly : e4,g4,g7,h1,h2, event date updated to : (B)(6) 2021 .

Manufacturer narrative:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) was difficult to deflate. The device was deployed, and hemostasis was achieved. There was no reported patient injury. The product was not returned for analysis. A product history review (phr) of lot f2021602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as viscous contrast solution, or a high contrast to saline ratio solution to inflate the balloon, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation, instructs users to fill the syringe with 2 to 3 ml of sterile saline, and to inflation the balloon with the solution. It also states that the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline, in order to visualize the balloon while pulling back to the arteriotomy, and to ensure that the balloon properly abuts the arteriotomy. It should be noted that viscous contrast solution might cause a difficulty to inflate/deflate balloon and/or delay the balloon¿s inflation/deflation time. Neither the phr review nor the information availible suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) was difficult to deflate. The device was deployed, and hemostasis was achieved. There was no reported patient injury. The device will not he returned for evaluation.